Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The customer complaint is confirmed. The blood pump, in the condition it was received at berlin heart, did not meet its specification. Air cushion confirmed between the middle and blood side layers. Air-side and middle layers had membrane defects. Graphite agglomerates detected between the membrane interstices. Reduced pumping function was confirmed. During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. For further investigation, the pump was submitted for an external CT examination. A large air cushion was detected between the middle and blood side membrane layers. A small amount of particles could be seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side layer at the edge region and in the middle layer, close to the center. Furthermore, graphite agglomerates were detected in the membrane interstices. The blood-side layer of the triple layer membrane was found to be intact. At the time of investigation, the thickness of the middle layer and blood-side layer was found to be within specification and also at the region of the leaks. At the time of re-measurement, the thickness profile of the air-side layer was found not to be homogenous. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (92 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was contacted by the clinic to report a reduced pump function in the excor blood pump of a patient supported in the lvad configuration. Berlin heart inc. Clinical affairs personnel confirmed an air cushion in the pump and recommended an immediate exchange of the affected blood pump. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.